Event description:
It was reported that catheter detachment occurred. A direxion catheter infusion was selected for use. During the procedure, it was noted that the microcatheter was separated in the vessel. The microcatheter was completely removed via snaring and the procedure was completed with another of the same device. No complications were reported, and the patient was not harmed.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The device showed a fracture located 54.4cm from the hub. The device was not completely separated, the inner liner was still attached. There was not a complete separation of the device. The device showed a fracture only. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft was confirmed. No other issues were identified during the product analysis.

Event description:
It was reported that catheter detachment occurred. A direxion catheter infusion was selected for use. During the procedure, it was noted that the microcatheter was separated in the vessel. The microcatheter was completely removed via snaring and the procedure was completed with another of the same device. No complications were reported, and the patient was not harmed.